Event description:
The customer reported campath 101 ml infused faster than expected. The medication was to infuse over 2 hours at 50.5 ml/hr. The pump module alarmed for "air-in-line" after 1 hour and 35 minutes. The IV bag was empty, the pump module indicated 72 ml infused with 29 ml remaining to be infused. There was no pt harm or medical intervention. No further pt/event info was reported.

Manufacturer narrative:
MFR's report date on: 05/14/2014. (B)(4. Devices not received, log review only. The customer has requested an event log review. The event logs have been received and the eval is pending. A follow up report will be submitted with investigation results once the eval has been completed.